Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited noise that was oversensed, resulting in pacing inhibition. Only one episode was stored, in (B)(6) 2020, and no adverse patient effects were reported due to the pause in pacing. Technical services noted noise was also observed on the non-boston scientific right atrial (ra) lead and was consistent with potential insulation abrasion. Some troubleshooting was performed, with pectoral maneuvers, arm movements, and pocket manipulation, but no noise could be reproduced. The physician planned to monitor the patient and lead more closely in the remote monitoring system. The device and lead remain implanted and in service.